Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic peeled off of the metal tip.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned for evaluation on 12/12/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the heater wire. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back from the center of the cold jaw to the tip, exposing the metal portion of the cold jaw. Some silicone insulation was observed to be detached. The detached silicone was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000273245 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.